Event description:
On 10-june-2026, it was reported by a sales representative via (B)(4) that an ar-6495 pump remote is intermittently spikes pump pressure to dangerous levels. Noticed during a case with no patient effect. Additional information received on 15-jun-2026: follow-up information indicated that the pump was replaced during the case in order to complete the case and that the same issue occurred with another ar-6495 pump remote and pump a few months prior. The pump was changed out in that case as well.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.